Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2021 due to low blood glucose ranging from 40 mg/dl to 50 mg/dl. Customer was admitted at the hospital and was treated with glucagon. Customer had too much insulin delivered. The customer was wearing the insulin pump during the hospitalization. It was unknown if the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.